Event description:
Additional information received confirmed the l1 drg lead was explanted.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported the patient experience at lead migration at an unknown date. During the lead replacement procedure on (B)(6) 2021 the physician was unable to implant the new lead due to scar tissue and aborted the procedure. It is unknown if the original lead was left implanted or explanted.